Event description:
It was reported that the left ventricular lead exhibited capture and sensing anomalies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal insulation abrasion at 4.2 cm to 7.2 cm from the distal tip. The cables were exposed, but cable insulation was not damaged. The lead exhibited normal electrical characteristics.